Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "system error code 322: lower link switch not activating" was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)) as lower link switch not activating during testing in the biomedical service department. There was no patient involvement. No additional information is available.